Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they experienced a skin reaction with itching and redness covering an unknown skin area. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, and they were able to make contact and confirmed that the skin reaction extended to the face. The patient experienced the skin reaction from the last two sensors. There was no treatment or medication done by the patient. At the time of the report, patient condition was stable. There was no documentation of medical intervention. No photo or other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.